Event description:
It was reported that the user experienced recurrent low glucose episodes around midnight and the pump suspending insulin delivery as designed; education was provided on alarm behavior and battery status visibility. Symptoms included hypoglycemia and dizziness. Outcomes included the need for oral glucose administration. Investigation included a review of device performance through troubleshooting and user education. Investigation of this case revealed that the device alarm timing is not user-adjustable and battery percentage is viewable only while on the charging pad, with no device malfunction identified. It was concluded that the device functioned as intended and that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.